Event description:
It was reported, that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin and not preforming the air removal step during the loading sequence. Customer continued to use the existing cartridge. Customer¿s blood glucose level was around 200 mg/dl.

Manufacturer narrative:
The cartridge user guide cautions, that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.